Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified.   Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during implantation of an intraocular lens (iol) the lens did not come through the tip correctly and was left half the way into the incision. Additional information was requested.